Manufacturer narrative:
Investigation: lot number(s): hcg9010076. Expiration date(s): 01/2011. Control lot: 25miu/ml hcg urine control lot: hcg090617-01, 100miu/ml hcg urine control lot: hcg090521-01, 284.1 iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention strips meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine controls. (N=4). Correct positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine controls. (N=3). Correct positive results were observed at 3 minute read time when tested with 284.1iu/ml hcg urine controls. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product met qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a negative urine hcg pregnancy test result on a patient. A (B) (6) ER patient had a urine test run with a negative result; two days later the urine test was positive. The quantitative result was 177miu/ml. Her last menstrual period was (B) (6) 2009, she has a nuvaring and is on omeprazole. There is no sample available for return to biosite for testing.